Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons would not work even after battery change. Customer also reported a possible display anomaly. No troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit display properly and no missing segment/partial display or display anomaly noted. Unit passed self test and displacement test. No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) up button dome switch. Unit had minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners and stained address/serial number label.